Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient broke their toe and it did not heal so they were back to using the stimulator to heal their toe.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient was not feeling stimulation. Nothing was going down their leg even when pt turned it up. Pt also tried all 3 groups. Pt said the implant was charged. The issue started last week. Patient went to healthcare provider last monday because patient had been having back issues over the last 3-4 years. Healthcare provider told patient to call manufacturer to see if patient needed a new battery. Suggested pt might need to meet with a rep for programming adjustment. Patient was redirected to follow up with healthcare provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.